Event description:
It was reported that the patient had an infection at the neurostimulator site. Specifically, a stitch was "popping" through the skin and the patient's wife pulled on it with a tweezers. The patient's clinic then tried to clean and treat the site but subsequently erosion and an infection developed. The device was explanted and the patient treated with antibiotics. The patient was going to be re-implanted in (B)(6) 2011. If additional information becomes available, a follow-up report will be sent. See also manufacturer report #3007566237-2011-06181.

Manufacturer narrative:
(B)(4).